Manufacturer narrative:
Correction: device manufacturing date now provided. The returned positioning sensor unit (psu) as reported on MDR follow-up 3 found that the accuracy testing was unrelated to the reported issue. However, the part did have an electrical failure as it failed diagnostic testing. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial procedure, navigation was alleged to be inaccurate. Surgeon alleged a gap between the real position and the position displayed by the navigation system. The measured difference was 4-5 millimeters. The patient was prone and tracer registration was utilized. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacturing date now provided. The returned positioning sensor unit (psu) as reported on MDR follow-up 3 found that the accuracy testing was unrelated to the reported issue. However, the part did have an electrical failure as it failed diagnostic testing. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: device manufacturing date now provided. The returned positioning sensor unit (psu) as reported on MDR follow-up 3 found that the accuracy testing was unrelated to the reported issue. However, the part did have an electrical failure as it failed diagnostic testing. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: device manufacturing date now provided. The returned positioning sensor unit (psu) as reported on MDR follow-up 3 found that the accuracy testing was unrelated to the reported issue. However, the part did have an electrical failure as it failed diagnostic testing. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: device manufacturing date now provided. The returned positioning sensor unit (psu) as reported on MDR follow-up 3 found that the accuracy testing was unrelated to the reported issue. However, the part did have an electrical failure as it failed diagnostic testing. This issue was documented in a medtronic navigation hardware anomaly tracking database.